Event description:
Bard 4a7044 mfg non-compliance a mfg deviation occurred where the iodine swabs were omitted from the sterile catheterization kit. That could not have been allowed because the deviation affected a key "critical to function" requirement of the product, specifically maintaining a sterile procedure and using all sterile components. A yellow deviation sticker on the bard package indicated to use a separate swab product not supplied. The catheterization procedure requires sterile gloves, yet the handling of non-sterile swab packages breaks the sterile procedure. It's not reasonable to exclude a sterile swab packet from the kit for which the original requirements are clear. Although it may be coincidental, the pt which intermittently catheterizes 4+ times per day, developed a persistent drug resistant infection over the course of many weeks causing pt harm requiring IV antibiotics. It caused incidental harm and suffering by complicating an underlying neurologic disease.